Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction injection via mdi (multiple daily injection) was delivered to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.